Event description:
Ous MDR - after an implant period of 48 months impedance values greater than 3000 ohms were reported, while sensing values remained normal. Pacing threshold values were also increased. The lead was explanted.

Manufacturer narrative:
On (B)(6) 2017, corrected the implant date. The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During the mechanical inspection, a mandrin could not be inserted into the lumen of the lead without problems. The further analysis showed deformations of the outer conductor helix in the proximal region of the lead, which prevented a complete advancement of the mandrin. In addition, damage was found at the steroid collar, probably caused by the operation. During the extensive analysis, no other deviations were found that could be related to the clinical complaint. The electrical resistance values showed no anomalies, and the measurement values were within specifications. The manufacturing process of this devices was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.